Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported, device was not detached. The web passed the pretest and responded properly when the pusher of the web was inserted into the detachment controller before detachment. When the detachment button was pushed, a single beep sounded, but three beeps did not follow, and the implant was not detached. Another attempt was made, but no light appeared on the detachment controller, and the implant was not detached. The detachment controller was replaced with another detachment controller to continue the procedure, but the detachment controller did not respond. It was determined that the web was defective, another web of the same model number from a different lot was used to continue the procedure. Subsequently, the procedure was successfully completed. No health damage to patient. Procedure performed: mca aneurysm